Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vission. Due to blurred vision, the lens was explanted.cause of the event is unknown.